Manufacturer narrative:
The lead was not returned for analysis. The reported allegation could not be confirmed as no laboratory analysis was performed. As no further information concerning this report is expected, our investigation is complete. Patient code 3191 captures the reportable event of surgery. Corrected field: - b2 (outcomes attrib to adv event): "hospitalization - initial or prolonged" was removed as the patient was not hospitalized due to the described lead damage. This damage occurred during a system revision that was not caused due to performance issues. The explanted part of this lead was eventually returned and analyzed. Only the proximal segment was returned, measuring 490 millimeters (mm) from the terminal end. The extracting stylet was returned stuck inside. The cathode coil is extended to approximately 585mm and anode coil 595mm. The cathode coil has been pulled straight, and it appears the lead was pulled to the point of fracture. Cuts, punctures, and deformed conductor coils were noticed approximately 72 to 75mm and 67 to 71mm from the terminal pin. Deformed conductors were noticed in multiple places. Continuity testing passed, indicating conductors are intact on the segment of returned lead portion. Visual inspection revealed no abnormalities, other than induced damage from explant. The associated investigation has determined that this lead's tip separation during removal results from a mixture of lead handling, patient anatomy, and lead design.

Event description:
It was reported that this right atrial (ra) lead was being explanted as the patient required radiation on the left side. While the physician was removing the lead, it broke and a fragment stuck in the upper svc/subclavian region and remained immovable. The fragment could not be recovered. Eventually, the part that was explanted was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis. The reported allegation could not be confirmed as no laboratory analysis was performed. As no further information concerning this report is expected, our investigation is complete. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was being explanted as the patient required radiation on the left side. While the physician was removing the lead, it broke and a fragment stuck in the upper svc/subclavian region and remained immovable. The fragment could not be recovered. No additional adverse patient effects were reported.